Event description:
False negative hbsag results for a positive control fluid.biased results might lead to inappropriatae physician action.there was no report of patient harm as a result of this event.